Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: a3a, a3b, b1, b2, g3, g6, h1, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument for failure analysis evaluation. A visual inspection of both internal and external components revealed no issues. The instrument was installed on an in-house system and passed recognition, engagement, and functional tests, including the grip test with the grips opening and closing properly. The large suturecut needle driver instrument was fully functional, and no product issues were identified. Additional information: follow-up investigation confirmed no missing material or fragments were retained in, or fell inside the patient during the procedure. A minor injury occurred when the port site was scraped due to improper instrument removal. No additional port incisions were required to complete the procedure. However, the severity of the injury, if any bleeding occurred, and whether any medical or surgical intervention was required remain unknown. Isi received the port seal accessory for failure analysis evaluation. A vi gisual inspection revealed no abnormalities. A monopolar curved scissor (mcs) test instrument was installed on an in-house system and was successfully inserted into and removed from the port seal accessory without issue. Concomitant products: cannula accessory (part number: 470062).

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm large suturecut needle driver instrument had a protruding screw that caused it to become stuck inside the trocar, preventing normal removal. The instrument, trocar, and seal were removed together from the patient and then forcibly disassembled outside the body. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.